Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-3770sp hybrid knee fibertak anchor was not advancing down the drill guide. The inserter was visibly bent and the anchor pulled out of the bone. The inserter was attempted to be straightened and the anchor reloaded but the anchor was expanded, and the surgeon did not think it would go down the guide or break. This was discovered during an mpfl procedure on (B)(6) 2025. Additional information requested on 3/14/2025.

Event description:
Additional information received on 3/18/2025: this was discovered during an mpfl procedure. Nothing broke inside the patient. The case was completed using another ar-3770sp hybrid knee fibertak. The case was delayed about five minutes without additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per picture attached in the case that shows the bent inserters. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, prying/leveraging during use.